Manufacturer narrative:
The reported event was addressed with phone support. The customer re-installed the endoscope, advanced it back to its prior position and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the endoscope installed on the second arm moved out on its own. The customer reinstalled it, advanced it back to the prior position, and then continued the procedure to completion. The technical support engineer (tse) reviewed the system logs and found error 282, which indicated that tool sensors were not detected on the second arm. The customer performed their second da vinci surgery without any errors. The procedure was completed with no reported injury.